Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0qwh3, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that there was a shocking sensation. The patient was getting internal random shocks the last two weeks near or at the implantable neurostimulator (ins) site. The consumer also reported that the lead wire appeared to be loose, which was noticed on (B)(6) 2015. The patient could feel stim was on when she turned stim down, from 2.2 volts to 2.4 volts, with the patient programmer. This was 8-9 days prior to the report. The patient could feel stim in her lower buttocks area. The implantable neurostimulator (ins) was on the same side but higher in the buttocks. There was no trauma/falls reported that could be related to this issue. The consumer reported they were bed ridden for the past 10 days due to food poisoning. She lost bowel relief during this time. She started to eat solid food the night before last and she had not had any accidents. The patient still was not feeling well as of (B)(6) 2015 and had an appointment to see their health care professional (hcp). The indication-for-use (IFU) was gastrointestinal/ pelvic floor. If additional information is received, a follow-up report will be sent.